Event description:
A pump declared an altitude alarm, causing the customer's blood glucose level to display as high, but the specific value was unknown. The customer took corrective action by administering a correction injection via multiple daily injections (mdi), and no assistance from a third party was needed. After resuming insulin and following cleaning instructions from technical support, the pump returned to normal operation without the alarm recurring. Technical support provided tips for preventing future altitude alarms, and the customer acknowledged these instructions.